Event description:
Caller reported a malfunction on the pump, identified by malfunction code 12, which had occurred at least three times on this device already. There was no adverse impact to the customer's blood glucose level. Technical support sent a replacement pump to the customer and provided instructions on using backup therapy, using the storage mode, and returning the faulty pump. The customer was advised to update the software upon receiving the new pump and understood all the instructions given.